Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge failed due to component. Field service engineer replaced the cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge failed. The customer reported that users were unable to remove medications from fridge while attempting to issue medication to a patient. This resulted in a 20 to 30 minutes delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.